Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke, bleeding, and right heart failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a subarachoid hemorrhage. The patient was readmitted on (B)(6) 2016 for heparin bridging and a renal biopsy. The patient's hospitalization was complicated by decompensated heart failure/volume overload, perinephric hematoma with retroperitoneal extension after biopsy, worsening renal dysfunction requiring intermittent dialysis and multiple bleeding events including bilateral psoas hematomas. The patient was recently readmitted to the cardio-thoracic intensive care unit (cticu) for volume overload and progressive hypoxemic respiratory failure requiring nasal intermittent positive pressure ventilation (nippv) which improved with diuresis on (B)(6) 2016. The patient was able to return to floor status shortly after admission. The patient returned to the cticu (B)(6) 2016 for worsening respiratory concerns and high oxygen requirements. The patient remained in the hospital awaiting heart and kidney transplant. On (B)(6) 2016 the patient developed an altered level of consciousness with a sluggish pupil response. A computed tomography scan revealed a subarachnoid hemorrhage. The patient was deemed to be non-operative and was placed on comfort care. The patient's implantable cardioverter-defibrillator (ICD) and lvad was turned off. On (B)(6) 2016, the patient was declared deceased by physical exam. There were reportedly no device issues.